Manufacturer narrative:
(B)(4).

Event description:
The pump was turned off over a year ago, because the pt was having nausea, increased blood pressure, vomiting, an occasional itching sensation and he "blacked out once"; it was like he was in "detox." Unspecified testing was done in the hospital, but it was unk what tests and what the results were; it was unclear if any testing was done on the pump. Once the pump was turned off, the pt did not have any negative side effects. The pt was on oral meds and doing fine. The pt wanted to have a new pump implanted. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.